Manufacturer narrative:
The lot number is unknown and the complaint product was not returned for evaluation. A review of historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).

Event description:
Additional information was not provided or is expected as follow up attempts have been unsuccessful.

Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As reported by an eye care professional (ecp), an habitual end user developed an unspecified reaction, red eyes and a small ulcer after two hours of lens wear. The ecp informed the end user that the issue may be due to a change in the contact lens composition, preservative liquid or the product used was from a defective batch. No further information was provided. Additional information has been requested, but not yet received.